Event description:
The facility reported a fail code 570. Information was not provided regarding whether or not the failure occurred during an infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information, pt demographics, medication involved, or pump programming. The hospital representative did not have information regarding whether there have been any reports of any pt incident involving this pump since the last baxter service event.